Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator was not giving breath and not detecting spontaneous breath all the time. Also missing knob cap and crack on bottom right front. No patient involvement was reported.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One device was returned for investigation. Functional testing confirmed the reported complaint. The device would stop when taking breaths and start exhaling gas again. The root cause of this event is a faulty demand valve. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. The service history review identified there was no indication or evidence provided in the complaint or service history of a service issue. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).